Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after charging the reload during a laparoscopic procedure, the surgeon was able to press the green button, but was unable to squeeze the handle, and the device had few staples out and was impossible to fire. Another reload was used to resolve the issue and complete the case. There was no patient injury.